Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25aug2021. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with an acute drop in their hemoglobin/hematocrit (h/h) levels to 6.6 grams per deciliter/20.1%. Anticoagulation medications (aspirin and coumadin) were withheld. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2021. The test found nothing. A capsule endoscopy was performed on (B)(6) 2021 which ultimately revealed nothing. Finally, a push endoscopy was performed on (B)(6) 2021 which showed dobhoff tube (dht) induced ulcer in the stomach. The patient received 8 units of blood. Anticoagulation treatment continued to be withheld with no immediate plans to restart.